Event description:
It was reported that a flo-gard infusion pump alarmed for f38. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on site by a field service technician. An event history log review was performed on the device, verifying the reported f38 alarm code. The device was visually inspected and functionally tested (power-on self-test). The cause of the reported condition was determined to be out of specification force sensing resistors. The device was swapped, as the parts to repair the device were not in stock. Should additional relevant information become available, a supplemental report will be submitted.